Event description:
It was reported that the insulin pump has a broken end cap. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a loose drive support disk, scratched display window. No cracked end cap noted during a visual inspection.